Manufacturer narrative:
The lot number for the malfunction was not provided, therefore a lot history review was not performed. The devices for these two malfunction have not been returned to bd for evaluation, but two medical records were returned for review. One investigation confirmed for the reported perforation and inconclusive for tilt and detachment. The second investigation confirmed for perforation, tilt, and detachment. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced a perforation, tilt, and detachment. This information was received from various sources. Both malfunctions involved a patient with no consequences. The patient's ages ranged from 30 to 74, one was female, and the remaining gender and weights were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced a perforation, tilt, and detachment. This information was received from various sources. Both malfunctions involved a patient with no consequences. The patient's ages ranged from 30 to 74, one was female, and the remaining gender and weights were not provided.

Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is 03/31/2020. H10: the lot number for the malfunction was not provided, therefore a lot history review was not performed. The devices for these two malfunction have not been returned to bd for evaluation, but two medical records were returned for review. One investigation confirmed for the reported perforation and inconclusive for tilt and detachment. The second investigation confirmed for perforation, tilt, and detachment. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.